Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The lead was visually inspected and broken wires were noted approx 15cm from the terminal end. The lead was not subjected to any testing due to the broken wires. Conclusion: the cause of the reported complaint is confirmed. As received, the lead has broken wires and could not be tested. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Please see MFR's report # 1627487-2010-01485 for device 1.